Manufacturer narrative:
Based on the claim against the product by the customer noting the stapler was hard to open, an investigation was completed to determine the cause of this reported event. The sureform 60 stapler was placed and driven on the in-house system. The sureform 60 stapler instrument passed initialization and move intuitively with the full range of motion. The jaws opened and closed properly. The sureform 60 stapler clamped, fired and unclamped with no issues. Reload was removed with no issues. Firing worked a second time with a black reload. Instrument logs did confirm repeating clamping failures. The complaint regarding the reload and jaw issues was not confirmed by failure analysis. The root cause cannot be determined based on the information provided. Failure analysis was unable to replicate the reload jam and jaw issues with the sureform 60 stapler instrument.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the stapler reload was jammed and the jaws were hard to open. The surgeon thought maybe a bigger stapler was needed. The surgeon tried the sureform 60 stapler instrument only to have the same issues. The surgeon made the decision to convert the surgery to a laparoscopic surgery. There was no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On 05-jul-2023, the following additional information was obtained: the sureform 60 stapler instrument was not inspected prior to use. The procedure being performed was a partial pancreatectomy. The issue occurred when stapling the tail of the pancreas. No system faults occurred when the issue happened with the instrument. Target tissue was the pancreas. The jaws were not stuck closed when the issue occurred. The staple jaws did not properly open or close so the surgeon decided not to use it and switched to a laparoscopic stapler. This was decided before touching any actual tissue. No adverse effects to the grasped tissue or medical intervention. No unexpected tissue removal. The procedure was converted to laparoscopic surgery. The instrument was returned to intuitive surgical, inc. (Isi) for evaluation and no photos or videos are available for review. It is unknown what stapler reload color was involved. The issue occurred during the 1st stapler fire. The stapler wouldn't properly open or close prior to clamping the tissue. The stapler was never actually fired. No procedure delay occurred, and no additional ports were placed. No patient demographics were obtained.

Event description:
Refer to h10/h11 for follow-up information.